Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with noise over-sensing causing pacing inhibition on the right ventricular lead. Lead was then capped and replaced on (B)(6) 2020. Patient was stable after the procedure.